Event description:
The customer reported the tube was popping over the last month. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the tube. The ps3 for column has failed and the service rep installed the ps3 system is operating as intended.